Event description:
It was reported that prior to a breast biopsy procedure the device did not work at all. The device was not used in the procedure due to the testing was incomplete. The cable would not initiate the device to work. One device will be returned for service.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The customer complaint has been confirmed. To correct the issue the uniboard and the vacuum pump were replaced. After servicing and upgrades the unit passed qa inspections. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.